Manufacturer narrative:
(B)(4). Product was returned and evaluated. Visual examination of the returned product identified that the drill bit connection end of the flex driver had a retained fractured segment possibly from a drill bit within the internal locking portion. The fractured segment had a gouge from possible attempts to insert new drill bit. Scratches and dents are present on the drill bit connection end. Hudson connection end has scratches, dents, and gouges. No other damage noted. The retained fragment was not able to be removed during evaluation; therefore, functional test cannot be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Insufficient information provided for the drill bit used. Unable to perform a compatibility check with the driver. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review the complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill bit doesn¿t insert. The drill bit connection end of the flex driver was found to have a retained fractured segment during investigation. There was no reported patient involvement and no surgical delay. Attempts have been made, and no further information has been provided.